Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon failed to deflate and a shaft separation occurred. The lesion was located in the ostial right coronary artery (rca). The physician placed the 5.0x20mm liberte monorail coronary stent and inflated the balloon. The first inflation was 10 atms for 25 seconds and the second inflation 12 atms for 16 seconds. After the balloon was sufficiently inflated on the second inflation, the physician noted that the balloon would not deflate. Therefore, the physician used "excessive force" to remove the stent delivery system (sds), which resulted in a shaft separation. As a result of the shaft separation, the distal segment of the catheter detached inside of the guide catheter and the entire sds and guide catheter were removed from the pt. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "ok."